Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "validation of the coapt risk score in polish patients undergoing transcatheter edge-toedge repair of severe, functional mitral regurgitation: a multicenter, observational study" was reviewed. The article presented a retrospective multi center study, to evaluate a composite of all-cause mortality and hfh at two-year follow-up and evaluated in the overall cohort and separately for coapt-eligible and -non-eligible patients. Devices mentioned include mitraclip. The article concluded that in polish patients fulfilling coapt criteria, the coapt risk score has moderate predictive value for post-procedural outcomes. In coapt non-eligible patients, novel tools are required to predict outcomes. [The primary author and corresponding author was karolina jasinska-gniadzik at medical university of warsaw institution with corresponding email karolina.jasinska-gniadzik@wum.edu.pl]. The time frame of the study was november 2015 to february 2023. A total of 225 patients were included in this study, of which 225 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypotension, diabetes, prior ischemic stroke. (B)(6), unk mitraclip peri- and post-procedural complications included death, heart failure, prolonged hospitalization.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including hypotension, diabetes, prior ischemic stroke. Complications reported included death, heart failure, prolonged hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.